Manufacturer narrative:
Completed clinical report forms received on 3/26/97 showed that the patient was double skin tested with negative results on 1/30/96 and 2/19/96. She was treated on 12/10/96 into the periocular lines. In 2/97, exact date unk, the patient developed redness, swelling and pruritus at the injection sites. On 2/4/97, topical corticoids were prescribed; on 2/24/97, an oral antihistamine was prescribed. Both medications were effective.

Event description:
A physician reported a pt who was treated into the crow's feet (date unk). Approx 20 days after the treatment, redness, pruritus, and swelling were noted at the treatment sites. The physician prescrived oral antihistamines and topical corticoids.